Event description:
Rptr is a board certified urologist who has been practicing urology for over 20 years. For a long time now rptr has found it convenient to use just one co's line of urologic ureteral catheters. This makes it easier for hosp to keep up with changes in product lines and to stock an adequate inventory. The ureteral stent that hosp has been using has been a reliable product that has worked well and co has not had any problems. On rare occasions a catheter has migrated distally into the baldder prematurely, but this would be considered an unusual event. Rptr personally has placed hundreds of these catheters over a many-yr period of time without experiencing any particular difficulty. However, since 7/1/95, rptr has had six catheters migrate prematurely. Migration is as brief as within 12 hrs of placement and as long as within one week of placement.